Event description:
Report received from USA stating that the device was leaking oil. It is known that the event did not occur during surgery. It is known that there was no pt or user injury. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).